Manufacturer narrative:
Baxter is in the process of inspecting the yellofin stirrups . There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that during anesthesia recovery of a patient undergoing cervical conization, the foot support and the locking of the adjusting arm of the yellofin stirrups were loosened, and the patient's legs fell down with the foot support. At that time, it was assessed that no adverse harm occurred. . The patient was evaluated again half an hour and 12 hours after returning to the ward, and no abnormalities were found.

Manufacturer narrative:
The lithotomy positioner stirrup is used in placing the patient in the lithotomy position in preparation for a procedure. The device's velcro strap, which secures the patient's foot and leg, is secured to the boot using a staple and adhesive. IFU states you should always confirm the working order prior to using it clinically. In the event a device failure was to occur, or the device was thought to be unreliable, the device would not be used, and a backup device would likely be available for immediate use. The device was inspected by baxter. Upon inspection, it was determined that the the holder and gas springs were damaged.baxter technician replaced the holder and gas springs to resolve the reported event. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a patient's legs collapsing with the foot support were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that during anesthesia recovery of a patient undergoing cervical conization, the foot support and the locking of the adjusting arm of the yellofin stirrups were loosened, and the patient's legs fell down with the foot support. At that time, it was assessed that no adverse harm occurred. . The patient was evaluated again half an hour and 12 hours after returning to the ward, and no abnormalities were found.